Event description:
Reporter indicated that a dell handheld computer has been "freezing up." Troubleshooting was reported to "sometimes" resolve the event. Good faith attempts for add'l info and product return have been unsuccessful to date.